Event description:
A report was received that the patient developed an infection at both the revision pocket site and the old pocket site (MDR#3006630150-2012-01848). The physician is unsure if the infection is device related. The old pocket site was drained, the ipg was explanted, and oral antibiotics were prescribed. The patient is reportedly well after the explant.

Event description:
A report was received that the patient developed an infection at both the revision pocket site and the old pocket site (MDR#3006630150-2012-01848). The physician is unsure if the infection is device related. The old pocket site was drained, the ipg was explanted, and oral antibiotics were prescribed. The patient is reportedly well after the explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.